Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
The lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated the right ventricular lead integrity alert and the impedance on the rv (right ventricular) defibrillation coil, the svc (superior vena cava) defibrillation coil, and the rv (right ventricular) pacing lead was beyond the expected upper range.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately three months post implant the right ventricular (rv) lead exhibited high impedance, and remained in use. It was also reported that an right ventricular (rv) lead integrity alert occurred. During clinical check the right ventricular (rv) lead exhibited increased short interval counts (sic) with short and fast non sustained tachycardia episodes, and via electrogram (egm) noise was confirmed. The rv lead remains in use, and the patient will be monitored through follow up visits. No patient complications have been reported as a result of this event.